Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), pericardial fluid (blood) was detected; therefore, the clip was not implanted. Pericardiocentesis amd surgical mitral valve replacement was performed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was an anterior leaflet prolapse and flail. The leaflets were successfully grasped 5 times in the lateral commissural; however, the mr was not reduced. During the grasping attempts, the clip entangled in chordae 3 times. The clip was freed and retracted into the left atrium. At this point, pericardial fluid (blood) was detected. The cause of the pericardial bleed was uncertain but was suspected to be due to a superior second septal puncture to gain access to the lateral commisure. The fluid was detected at the end of the procedure when the procedure was aborted because of clip placement without effect on mr. Pericardiocentesis was performed; however, due to continuous drainage, mitral valve replacement surgery was performed. The patient was transferred to a local hospital for rehabilitation before discharge. No additional information was provided.

Manufacturer narrative:
(B)(46). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. In addition, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The investigation was unable to determine a definitive cause for the physical resistance and the pericardial effusion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.